Event description:
It was reported that during the implant procedure, the right ventricular lead would not fully engage into the header of the pulse generator. The device was no longer used and a new device was implanted. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis confirmed that it was difficult to insert the test leads into the a-connector port and v-connector port of the pulse generator. The lead insertion force used to insert the lead was out of specification for the product.